Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens did not come out of the injector. Non-company viscoelastic has been used. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the nozzle tip and is advanced under the iol. The iol is advanced into the nozzle entry and is misfolded. The complainant indicates the use of non company viscoelastic which is not qualified for use with the associated product. Plunger underride was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).